Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to due to contact failure caused by corrosion of the contact receiving part of the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image from the visera pro video system center. When moving the connector up or down the image does not appear when using other scopes. There were no reports of patient harm. The customer reported that there is no further information regarding this issue.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to contact failure caused by corrosion or the receiving contact of the video connector. There was also a battery consumption issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.